Event description:
Reporter alleged blood glucose device measured 254, 105, & 127 mg/dl when all tests were performed within 10 minutes. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.